Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6: health impact- clinical code:(B)(4). H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -09.50/+3.5/084 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2014. The patient experienced refractive change overtime. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
It was later reported that on (B)(6) 2023 the lens was explanted and on this same date a replacement lens of longer length and different power was implanted but this did not resolve the problem. Claim#: (B)(4).

Manufacturer narrative:
B4: date of report: 23-aug-2023 claim # (B)(4).